Manufacturer narrative:
D4: expiration date: suspect lot # h23f24034: 12/24/2025. D4: expiration date: suspect lot # h23g10072: 01/10/2026. H4: manufacture date: suspect lot # h23f24034: 09/20/2023. H4: manufacture date: suspect lot # h23g10072: 09/20/2023. H10: a batch review was conducted on the two suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: suspect lots h23f24034 and h23g10072. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had holes and tiny tear in the patient line about one inch from the connection point and cap which resulted in a leak. This was observed during priming of the device for peritoneal dialysis therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.